Manufacturer narrative:
Other applicable components are: product ID: 9735820, serial/lot #: (B)(4). Reporter information provided. Multiple components were returned to medtronic for analysis. Multiple camera cable ethernet kits were analyzed. All cables were found to be in good condition and passed a continuity test with no opens or shorts detected. No failures were found. The o-ring network switch was tested and all ports communicated when a ping was routed through each port. No failures were found. (B)(4). The system control unit (scu) was also analyzed. When connected to a test system the returned scu was not able to track instruments from any of the three ports. A check of the event log showed an intermittent history of "could not enumerate strober" errors dating back to (B)(6) 2019. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. It was reported that multiple parts were replaced, and the system is functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a procedure. It was reported that the localizer was not connected. The site swapped to another system for the case. The procedure was completed using navigation and there was no reported impact to the patient. Additional information was received. It was reported that troubleshooting was performed, and it was found that the cause was the power over ethernet (poe).

Manufacturer narrative:
Additional information was received. Parts have been returned but analysis results are not available at the time of submitting this report. Codes reflect this. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Originally the poe was replaced with a refurbished one that continued to cause the same issues of the localizer not connected error. Once this was replaced with a new, non refurbished poe the system was working fine. This occurred during a spinal fusion and there was a procedure delay of ten minutes.